Event description:
It was reported that the device was being tested outside of the sterile field. When the trigger was pulled, the force of the fluid was pushing the tip off the handpiece. There was a delay of about 10 minutes while a back up was located. The back up performed as expected, and the procedure was completed as planned. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device has been received by the manufacturer for investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete, if the investigation details require.